Event description:
It was reported that the monitor had image that frequently flickered for a moment. The issue was identified during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid crystal display (lcd) panel burn a root cause could not be identified. Based on the results of the investigation, the cause of the screen flickering malfunction could not be determined, while the liquid crystal display (lcd) panel burn was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.